Manufacturer narrative:
Device code (B)(4) no longer applies. Conclusion code 92 applies to the pump, and conclusion code 22 applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the reason for the catheter replacement was due to loss of therapy per the physician. The loss of therapy had been resolved as the devices were replaced.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID neu_unknown_cath serial# unknown product type catheter product ID 8709 lot# l82370 implanted: (B)(6)2000 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified dents on the outside surface of the pump {that are consistent with explant damage}. The dents did not affect the performance of the pump in the laboratory. Analysis of the unknown catheter/sc connector found coring, tears, cuts in seal that met leak criteria per ndhf1162-113599. Eval code - conclusion code ¿ 11 is being updated to 71 for this event regarding the pump and 12 regarding the unknown catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, lot# l82370, implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine with an unknown concentration and dose. It was reported the pump had a stall. The patient experienced a loss of therapy. It was unknown what environmental/external/patient factors might have led or contributed to the issue. Actions/interventions taken included a system explant and replacement on (B)(6) 2017. It was unknown if the issue had been resolved at the time of the report. No further patient complications were reported.